Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision screen did not display image. According to the additional information received, the system was outside clinical use as the problem was found at the time of turning on the device. Upon inspection, the philips engineer found that the optional fibre lines need to be adjusted. To resolve the issue, the fse adjusted the optional fibre interface. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A loss of live image that can be resolved by adjusting the optional fiber interface is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision screen did not display images. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.